Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 262 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.